Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a 1000ml infusion of ifosfamide (10,800mg), mesnex (10,800mg) in 5% dextrose was noted to be leaking at the connection to the IV connector. There was no patient harm.